Event description:
The user facility biomed reported that while on a patient, the device alarmed "circuit occlusion" with an audible alarm. The patient was placed on another device and he reported that there was no harm to the patient.

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and the status of the patient. As of may 28, 2015, there has been no additional information provided by the user facility. (B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.